Event description:
Procedure: sigmoidectomy. According to the reporter: staples did not form. The instrument fired and cut but staples did not form b-shape. Current patient status reported as ok. Tissue was resected and the procedure was converted to open.